Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of intermittent out of range could not be confirmed. The receiver (sm24456006 ) that was used with the complaint device was also returned for evaluation. The returned complaint device was visually inspected and no defect was found . A review of the receiver data log confirmed a hardware error code. The complaint of intermittent out of range was confirmed. The root cause was determined to be a hardware component failure. CAPA has been initiated for this issue.